Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) detected a decrease in right ventricular (rv) sensing and in pacing impedance since november 2022. One treated episode with under-sensed beats and ineffective shock was also observed. It was noted that the device was implanted in (B)(6) 2022, and the patient is also implanted with a left ventricular assist device (lvad) since 2018. The physician requested x-ray imaging which showed no change in the rv lead position. The patient is not pacemaker-dependent and is enrolled in the latitude remote patient monitoring system. The patient is currently hospitalized for an unrelated issue, and the physician has elected to turn tachy therapy off. Technical services was consulted for further review. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) detected a decrease in right ventricular (rv) sensing and in pacing impedance since november 2022. One treated episode with under-sensed beats and ineffective shock was also observed. It was noted that the device was implanted in october 2022, and the patient is also implanted with a left ventricular assist device (lvad) since 2018. The physician requested x-ray imaging which showed no change in the rv lead position. The patient is not pacemaker-dependent and is enrolled in the latitude remote patient monitoring system. The patient is currently hospitalized for an unrelated issue, and the physician has elected to turn tachy therapy off and consult technical services for further review. No adverse patient effects were reported. This crt-d remains in service. Additional information received indicates the patient underwent a revision procedure, and this crt-d was replaced. Besides intervention, no other adverse patient effects were reported. At this time, product return is not indicated.